Event description:
Reporter indicated that an hp handheld computer became frozen during an interrogation. The event was able to be resolved with a hard reset. The event occurred a second time and could not be resolved with a hard reset. The hhd was reported to have displayed strange text following the attempted hard rest. The handheld computer and flashcard have been requested but not yet returned.